Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the samples clotted and improper separation after centrifugation occurred. No patient impact. The following information was provided by the initial reporter: "customer stats samples are clotted and improper separation.

Manufacturer narrative:
H.6. Investigation summary: bd received 5 samples for investigation. The customer samples and 94 retention samples were visually inspected with no issues observed. Complaints for sample quality were not under statistical control for the month of october 2023, additional testing was performed: no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes, poor barrier separation and clotting, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting and poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting and poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the samples clotted and improper separation after centrifugation occurred. No patient impact. The following information was provided by the initial reporter: "customer stats samples are clotted and improper separation.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.